Event description:
Three times since this machine went clinical, when we have had to initialize the pu arms due to taking the machine down, the kvd arm failed initialization with a fault of 911252 each time, and required an axis calibration. During troubleshooting this problem it was determined that the wrist primary encoder was loose and was changing position relative to the axis. This issue was found during service. No report of patient injury and/or patient data.

Manufacturer narrative:
Although no injury reported in this case, varian has determined that a MDR is appropriate. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.